Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When the needle was gripped by the needle-holde, it broke at the swage area. This occurred prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device was returned from evaluation. The used needle/suture piece was examined and no attachment defects were observed; however, it was observed that there is a suture piece attached in the needle and the end of the suture piece was cut. Additionally, there are severely marks on the needle by use of the needle holder. The used needle piece was examined and no attachment defects were observed. However, there are marks on the body needle by use of the needle holder. The sample condition suggests an improper handling of the needle/suture

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.